Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, there were no green light emitting diodes (led) shining on programmer head when programmer head positioned over the device. Thus, impossible to interrogate the device indicated as a telemetry problem. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.